Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot# n10211101-0004) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a cholecystectomy surgical procedure. There were 66 uses remaining after this last usage. A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: from the given video, it was confirmed that the single site medium-large clip applier was unable to clamp the clip when installed on the system. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. This event is being reported due to the following conclusion: it was alleged that the clip of the medium-large clip applier instrument fell inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping. The customer thought that the tissue was thick, so they resected the tissue around the duct; however, the same issue persisted. The customer then tested the instrument outside the patient with four hemolok clips and found that it failed to apply the clip. The instrument only clipped well when operating by hands, but not when installing on the instrument arm. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer resected trivial amounts of the soft tissue around the duck, and it was a standard surgical step to skeletonize the tissue. There were no unusual tissue factors present in the patient. According to the surgeon, this event did not impact the procedure as a whole and had no affect the patient¿s health. The resection of tissue did not result in any permanent functional impairment in the patient. The vessel was less than 10 mm in diameter and the excised tissue did not need repair. There was no concern about this event causing any long-term complications with the patient. The patient had no injury or harm. In addition, the clip fell into the patient as soon as the customer started to use the instrument. The clip was retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. The customer believed that the instrument had grip failure even though it did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. It also did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "clip was not clamping." Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. For clarification, the instrument grips would not open and close properly; therefore, the clip test could not be performed. The root cause is not determinable/applicable and will be transferred to engineering for further investigation. An additional observation not reported by site was that the instrument main tube was found to be bent. The bending damage was located around the middle of the main tube. The root cause of bent instrument main tube is typically attributed to user mishandling/misuse, such as excessive loading, or improper handling during transport. Upon further testing, the initial findings were confirmed. The instrument was placed on an in-house system and failed the clip test. The housing was then removed and it was found that the screw at the rocker holding the push-pull rod assembly was loose. The loose screw likely caused the push-pull rod to be unstable and thus, unable to generate enough force to complete clip application. The root cause of this is attributed to a component failure. The bent main tube likely also contributed to the clip test failure, causing enough friction to prevent the push-pull rod from moving fully. The root cause of this is attributed to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.